Manufacturer narrative:
Service and repair evaluation: the customer reported the handle is broken; the repair technician reported the screwdriver was missing. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded for further evaluation. Service history record review: no service history review can be performed as part number 314.67.96 with lot number 5393443 is a lot/batch controlled item. The manufacture date of this item is november 22, 2006. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record review: manufactured by synthes (B)(4) ¿ manufacturing date: november 22, 2006. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: a visual inspection, functional test, and drawing review were performed as part of this investigation. The repair technician evaluated the parts and categorized each part as follows, deeming them non-repairable. Broken handle: handle with quick coupling (part: 311.43 / lot: 7753306); periosteal elevator (part: 399.36 / lot: a7oa16); and small hexagonal screwdriver (part: 314.02 / lot: unknown). Missing screwdriver blade: screwdriver blade w/ holding sleeve (part: 314.67 / lot: 5393443). Worn: cruciform screwdriver blade w/ holding sleeve (part: 314.67.97 / lot: 4132171). Bent (loose): reduction forceps (part: 399.99 / lot: a7pa49). Burred: handle with quick coupling (part: 311.43.99 / lot: 4015618). The complaint conditions for all parts, except 311.43.99, could be confirmed. Part 311.43 was returned with a transverse fracture with the proximal portion completely broken off and missing. Parts 399.36 and 314.02 had fractures along the dowel pins. Part 314.67 was missing the screwdriver blade. The flange grips of part 314.67.97 were slightly splayed out, and the grip of the 399.99 forceps was loose. As the circumstances leading to the damages are unknown, a definitive root cause could not be determined. For parts 311.43, 314.67.97, and 399.99, the failure mode is consistent with general wear and the application of excessive force over the life of the devices (2-16 years). For parts 399.36 and 314.02, repeated sterilization cycles have been known to degrade the handle¿s material. For parts 314.67 and 314.67.97, it is likely that inattentiveness during use or sterilization resulted in the complaint condition. The 311.43.99 handle was received with slight aesthetic burrs around the coupling, but the damage does not impact the functionality of the device. The handle was not broken. Therefore, the complaint is unconfirmed for part 311.43.99 and a detailed investigation was not performed. The relevant product drawings for each device were reviewed during the investigation. The design, materials, and finishing processes were all found to be appropriate for the intended use of these devices. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history record review: a review of the service history records has been requested and is currently pending completion. Device history record review: a review of the device history records will be requested and reported upon completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that seven (7) devices broken were found in a bin in the sterile processing department. The broken devices included: two (2) handles with quick coupling (small), a periosteal elevator, a screwdriver blade, a cruciform screwdriver shaft, a pair of reduction forceps, and a small hexagonal screwdriver with holding sleeve. An additional (non-reportable) issue was discovered with a screwdriver shaft that was stuck to a small handle with quick coupling. There was no known patient or surgical involvement. This report is 3 of 7 for (B)(4).